Event description:
It was reported that the patient underwent spinal surgery with instrumentation at l5/s1. Approximately two weeks post-op, the patient presented with complaints of pain. X-rays showed the rod had detached from the multi-axial screw (mas). The patient underwent revision surgery. The instrumentation was removed and replaced with one rod, one multi-axial screw and two set screws. The set screws were intact, but suspected to be loose. No complications were reported during revision surgery. The manufacturer representative inspected the rod after removal and observed the set screw indention was close to the end of the rod.

Manufacturer narrative:
(B) (4). The rod was not returned for evaluation. X-rays showed single fluoroscopic view of lumbar spine with apparent total disc replacement with spanning pedicle screws. Rods do not appear to be tapered as expected. The left upper screw / rod is dissociated. Both rods appear too short. A review of the device history records is not possible without additional device information.